Manufacturer narrative:
(B)(4). Patient medications include but are not limited to: tylenol 325 mg by mouth as needed, lisinopril 5 mg by mouth daily, multivitamin 1 tablet by mouth daily, pravastatin 40 mg by mouth daily, coq10 100 mg by mouth daily. Please see field for results of imaging evaluation. A review of the manufacturing records for the device verified the lot me all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to component migration.

Event description:
On (B)(6) 2013, this patient underwent endovascular treatment of an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. On (B)(6) 2016, computed tomography angiography dated (B)(6) 2016, determined distal migration resulting in approximately 15mm of proximal neck available for additional coverage. On (B)(6) 2016, follow-up imaging identified migration of the trunk-ipsilateral leg component. On (B)(6) 2016 the patient underwent follow up imaging which reported the aortic diameter measured 3.7 cm x 4.0 cm. On (B)(6) 2016, the patient underwent reintervention to treat device migration and two gore® excluder® aortic extender components (28.5mm x 2) were placed to extend coverage proximally. There was no evidence of any endoleak pre or post reintervention. The patient tolerated the procedure.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore® excluder® aaa endoprosthesis has not been evaluated in the following patient populations: leaking: pending rupture or ruptured aneurysms

Event description:
On (B)(6) 2013, this patient underwent endovascular treatment of a ruptured abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses.